Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors was observed. Upon dft testing, low hv lead impedance was noted. Programming changes were made. Physician has elected to monitor the patient closely.